Event description:
It was reported that pt returned to the hosp. Due to pain. A revision surgery was performed approximately two weeks post op and it was noticed that one set screw on the right side had completely backed out.